Event description:
A baxter complaint coordinator from another country reported an adverse event occurred during a pd treatment. The pt contacted the hosp to report an abdominal pain and was hospitalized because peritonitis was suspected. The uv transfer set has been replaced at the hosp. The pharmacist reported that the peritonitis was related to a problem with the uv transfer set, since the pt had been unable to clean flush (uv flush) the set because the tubing was kinked. The uv transfer set had been in place one month prior to the date of event. The following drugs were used. Dianeal n pd-4 uv twin 1.5% 2 l bag, dianeal n pd-4 uv twin 2.5% l bag, extraneal 2 l bag. Other drugs used were sarpogrelate hcl and biofermin. No other info available at this time.

Manufacturer narrative:
Baxter's product surveillance dept is pursuing add'l info regarding this incident. A follow up report will be submitted if add'l info is received.